Event description:
It was reported that the device does not charge, battery and charger have already been replaced. It was further noted that the device does not recognize the cassette. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history of the device showed that the device had not been in for service yet. The customer reported issue was confirmed as a defective downstream occlusion (dso) sensor was identified as the root cause. The dso sensor will be replaced. However, the device was submitted for further testing.